Manufacturer narrative:
Two photos were taken by the customer. One photo verifies the separation of the tubing from the inlet port of the y-site just below the pumping segment. A quality notification was sent to the manufacturer. From the manufacturing investigation, the potential root causes were incorrect solvent application and oval tubing. Work is being done on the development of the tube cutting method to improve its handling and prevent supplying oval-shaped tubes to the production lines. A quality alert was created to notify the people involved in the solvent application. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was separated. The following information was received by the initial reporter with the following verbatim. It was reported by the customer that they noticed the tubing was leaking while priming, and when they checked connection, the tubing came apart.